Event description:
Subsequent to the initially filed report it was reported that the device was advanced to the lesion at the vertebral artery and inflated and then it was noted the stent had dislodged in the protective sheath as it was not on the delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, it may be possible that the stent and tip of the catheter was inadvertently grasped tight with the protective sheath during removal causing the stent to dislodge from the balloon and the noted damage to the tip and protective sheath. However, this could not be confirmed. It was reported that the procedure was performed to treat a vertebral artery. It should be noted that the rx herculink elite peripheral stent system instructions for use (indications for use) specifies: the rx herculink elite¿ peripheral stent system is indicated for improving arterial luminal diameter in patients with atherosclerotic lesions in renal arteries. It is unknown if the IFU deviation directly caused or contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. B5: describe event or problem updated b6: relevant test/laboratory data updated b7: other relevant history updated h6: health effect - impact code 2645 removed, 2199 added.

Event description:
It was reported that upon preparation of the herculink elite stent delivery system (sds), the stent dislodged from the delivery system when the protective sheath was removed and the stent remained in the sheath. There was no device use or patient involvement. Another herculink elite sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.